Manufacturer narrative:
(B)(4). The complainant indicated that the device is implanted and will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an uphold lite with capio slim was used during pelvic floor reconstruction with uphold lite procedure on (B)(6) 2016. According to the complainant, on (B)(6) 2016, the patient experienced urinary retention and was treated with norco and macrodantin. This event resolved on (B)(6) 2016.